Event description:
Related manufacturer report number: 1627487-2023-01848. It was reported that during the patient's unrelated ipg replacement procedure on (B)(6) 2023, it was noted that both extensions were broken, with the right lead being impossible and fracturing while the left was impossible to insert. As a result, the lead extensions were explanted and replaced.

Manufacturer narrative:
The report that the right extension was fractured was confirmed. Analysis of the returned extension a found that the terminal end was torn off. This is consistent with the event details stating that the extension was broken during the ipg revision procedure